Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. Four days after replacement, in 2006, the patient went in for an unscheduled visit and drug concentration was changed. A volume discrepancy was noted; 14 ml were in the pump. The patient experienced increased pain and a myelogram was scheduled for 2007. One day prior, saline was placed in the pump. At the appointment in the same month, the saline was removed and the pump refilled with hydromorphone. There was another discrepancy; 18 ml of saline was in the pump. The catheter was modified the following month, (see manufacturer report 6000030-2007-00926).